Event description:
Began having breathing issues and back pain 2015 and diagnosed with asthma's itching around nipples and breasts. Pain under right breast. Began having brown spots and skin problems. Inflammation. In 2020 burning sensation behind implants. Painful to hug. Fatigue. Body pain and cramping. Joint pain and muscles spasms. FDA safety report ID# (B)(4).

Event description:
Additional information received on 02-mar-2023 from reporter for mw5113319. Reporter states that she is experiencing open wounds on her face that bleed and are sore. She states that there is a clear substance that has the appearance "like slivers of glass" that is coming out of the wounds. She states this substance solid enough that it can be squashed between her fingers. She states "my gym that I have been going to for six years, the staff there did not recognize me and thought I was using someone else's identification." Reporter states she has continued nausea and fatigue. After explanting, she states her insurance company denied reimbursement for the procedure and that this is frustrating. Reporter states she is also frustrated that the FDA has not recalled breast implants "despite evidence that they cause cancer." Reporter states that she thought she was depressed but now understands "I was just toxic" from the implants. Ref report: mw5115404.

Event description:
Additional information received from the reporter on 4/14/2023 for report number mw5113319: caller stated that she is still experiencing symptoms of breast implant illness. She said the silicone is in her lungs that when she breaths her lungs rattles that it's very difficult to breath. She has lesions all over her face that is so abnormal that it changes her appearance.

Event description:
Additional information received on 09-jan-2023 from reporter for mw5113319. Reporter states that she had previously forgotten to report that she had been seen by her eye doctor where she was informed that she was having "lipids coming out of my eyelids" and although she had never thought much of this eye discharge previously, she believes it was related to her breast implants given the other health problems she has experienced. In addition, reporter states that she had her implants explanted, and that she has noticed "tremendous improvements" in her health since. She states that she can now "comfortably breathe out of my nose" and that the "weird brown spots" on her face are flaking off and coming off now and that she has "less sores" on her face overall.